Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corners, cracked belt clip slot and cracked battery tube threads. The device had minor scratches on the display window, stained end cap sticker and bleeding lcd glass. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the battery cap. Customer's blood glucose level was 6.8 mmol/l. Customer is unable to remove the battery cap on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.